Manufacturer narrative:
No button response due to corroded keypad traces. No ramping numbers or scroll bar moving with no input noted.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.